Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the unit in good condition. All the knobs and switches functioned properly. An electrical test was performed, and no problems were found. The complaint that the console was unable to deliver energy could not be confirmed ; the unit passed the endostat iii return evaluation procedure and was within specifications. All connections inside the unit were checked and wires were manipulated while power was activated in both the bipolar and monopolar modes and no problems could be found. The unit passed all final testing. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing . A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the large bowel during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator had low power output while in monopolar bend mode. It was also reported that due to this malfunction bleeding occurred because the polyp site could not be cauterized preventing coagulation from occurring. The procedure was completed with clips to control the bleeding. There were no patient complications reported as a result of this event. It was reported that there were no patient issues.

Manufacturer narrative:
Reported event: low power output. Reported event: console does not deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the large bowel during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator had low power output while in monopolar bend mode. It was also reported that due to this malfunction bleeding occurred because the polyp site could not be cauterized preventing coagulation from occurring. The procedure was completed with clips to control the bleeding. There were no patient complications reported as a result of this event. It was reported that there were no patient issues.